Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was being extremely slow when users were attempting to log in. The technical support specialist (tss) modified the network adapter settings by disabling auto negotiation and manually configured the link speed and duplex mode to 100 megabits half duplex, restoring stable communication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3wc system was extremely slow during user logon and while dispensing medications. Additionally, there was noticeable lag when attempting to refill medications to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.